Manufacturer narrative:
Device evaluation of battery sn (B)(4) is complete. The reported problem (battery won't power monitor) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, the battery tri-cells were depleted. The cause of the inability to power on a monitor is the depleted cells. The root cause of the depleted cells was excessive discharge. No adverse events occurred as a result of the defective battery.

Event description:
On (B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.